Manufacturer narrative:
(B)(4). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve dislodgement occurred. Before the procedure was started, during insertion the dilator into the sheath, the hemostatic valve had come off and was clogged in the back, making it impossible to insert the dilator. The issue was resolved by changing the sheath to another one. The procedure was completed without patient consequence. The hemostatic valve dislodgment is an MDR-reportable issue.

Manufacturer narrative:
On 11/9/2020, the product investigation was completed. It was reported that a patient underwent an unspecified cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve dislodgement occurred. Before the procedure was started, during insertion the dilator into the sheath, the hemostatic valve had come off and was clogged in the back, making it impossible to insert the dilator. The issue was resolved by changing the sheath to another one. The procedure was completed without patient consequence. Device evaluation details: the device was visually inspected, and the hemostatic valve was found separated from the catheter. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. For the hemostatic valve issue, the odp (optimal device performance guide) provides additional instructions of how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).